Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e-04 product was not available for investigation; however the customer indicates that the smartsite could not be flushed. Further information provided by the customer indicates that a terumo syringe was connected to the smartsite at the time of the occlusion. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months. Investigation conclusion: a 2000e-04 product was not available for investigation; however the customer indicates that the smartsite could not be flushed. No further information was available to assist the investigation in this instance.

Event description:
It was reported that 10 ll vlv adpt (stand alone) were clogged. The following information was provided by the initial reporter: one several occasions in the past few months I've had issues with effective flow on the bungs. It seems that there is some sort of internal blockage or fault with the ¿tap¿ (read ¿blue bit¿) that prevents any flow of fluid through the device. It's easily solved by replacing the bung, however some clinicians may be mistaking the fault for incorrect placement. The problem is recognizable by the inability to inject fluid in spite of significant pressure or withdraw blood from a cannula that is obviously otherwise correctly placed. I would estimate this has happened to me about 10 times in the last 2/3 months. Whilst treating a patient post what I thought was successful cannulation, I was unable to administer flush or fluid via the bung. Being confident the cannula was patent, I changed the bung and it still did not flow...? Once at hospital and on the ramp, I advised the nurse wishing to take bloods that the cannula wasn¿t patent - she advised they were having problems with a ¿some of our¿ bungs and got another bung for me to change over. The changeover was successful and the line patent.